Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist found that orders were delayed in appearing on pyxis devices. Message history indicated that it took approximately four hours for the original message to process on the enterprise server (es) from the time it was sent from cerner. Integration site engineers (iest) confirmed that the inbound message feed from cerner was delayed for this single facility during that time. The customer confirmed that the issue was resolved after hospital information technology (hit) rebooted the server environment. The customer was updated with these findings and advised coordinating with cerner support and bd iest to confirm that messages are crossing properly if the issue recur in the future. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.